Event description:
It was reported that post five years filter deployment; the filter was captured and retrieved without incident. However, upon removal a detached limb was discovered. Guided fluoroscopy demonstrated the detached limb in the right pulmonary artery. The facility did not know if the limb detachment occurred during the filter retrieval or prior to the procedure no attempt was made to retrieve the detached limb. The patient was reported to be asymptomatic.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.